Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during conization, the loop electrode broke and was not recognized by the generator. Nothing fell into patient's cavity. A new device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the loop electrode was broken. The investigation found that the loop electrode was broken and so, the device was not detected by the generator. The loop can be broken due to mechanical damage by the user, or due to the user using abnormally high generator settings. The generator settings were not reported by the customer. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.